Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3004608878-2020-00648.

Event description:
This is 1 of 2 of reports. A facility reported the mayfield skull clamp slipped and caused an unspecified patient laceration during a cranial procedure on (B)(6) 2020. There was no known surgery delay. Additional information has been requested.

Manufacturer narrative:
(B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. Complaint not confirmed via inspection of the unit. The returned mayfield skull clamp showed signs of normal wear including the index knob being stiff to turn and the ratchet extension sticking. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.